Event description:
The sensor was in place in a pt. During the night, the nurses on ICU observed blood leakage from the y-piece of the sensor. No report of harm or injury to the pt has been received. The sensor was removed and returned to the MFR for investigation.